Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Customer could not recall information regarding the event. Customer changed the cartridge and the fill estimate was accurate. There was no reported impact to customer's blood glucose.